Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture. Clarification to b5: unreporting the event of lymphadenopathy per MRI stating, "no evidence of axillary or internal mammary chain lymphadenopathy".

Event description:
Healthcare professional confirmed left side rupture and also reported capsular contracture, baker grade unknown. Healthcare professional additionally confirmed no evidence of axillary or internal mammary chain lymphadenopathy via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported "rupture and sore lymph nodes". This record is for the left side. Device remains implanted.

Event description:
Patient reported "rupture and sore lymph nodes". Later healthcare professional confirmed "rupture" and reported "capsular contracture baker grade iii". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.